Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were not performed because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3: date of event estimated as 3/4/24, d4: the UDI is not known as the part and lot number were not provided attachment medwatch report #mw5152529.

Event description:
User facility medwatch [mw5152529] report states: [as reported by the edwards field clinical specialist, during initial access, the first pe-close was unable to seal and blood loss was noted around the access site. A decision was made to perform a cutdown to control blood loss. The 16 esheath+ was inserted without difficulty. The sapien 3 valve successfully implanted. The patient was stable. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).